Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Minor pinch-tongue (tongue injury). Bottom brush of dual clean brush head is loose (device physical property issue). Brush head snapped off in mouth/one of the bottom brushes came off into mouth (device breakage). Case description: consumer contacted via phone and stated that the bottom brush of the brush head was loose, and one of the bottom brushes snapped/came off into his mouth. No serious injury was reported.

Manufacturer narrative:
01-jul-2019 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Minor pinch-tongue [tongue injury]. Bottom brush of dual clean brush head is loose [device physical property issue]. Brush head snapped off in mouth / one of the bottom brushes came off into mouth [device breakage]. Consumer contacted via phone and stated that the bottom brush of the brush head was loose, and one of the bottom brushes snapped/came off into his mouth. No serious injury was reported.